Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation, it was noted that the right ventricle (rv) exhibited high pacing threshold. Programming changes were made. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct facility name and address should have been (B)(6)